Manufacturer narrative:
A review of the provided instrument printouts confirms the reported issue and all other parameters appear to correlate. The customer purges the database every two days and raw data is unavailable for review. The customer did not request for service and a field service engineer (fse) was not dispatched for this event. In conclusion, the failure mode cannot be determined based on the information provided. The customer did not request for service.

Event description:
The customer reported obtaining false low platelet (plt) result of 84 for one (1) patient sample from the unicel dxh 800 coulter cellular analysis system. The customer stated that the erroneous result was reported out of the laboratory. Subsequent repeat of the sample on the following day, on both the original and alternate dxh 800 analyzers, produced plt results of 167 which correlated with the manual estimate performed at that time, and a corrected report was issued. There was no change or affect to patient treatment in connection with this event.